Manufacturer narrative:
Section d10. Device available for evaluation: yes. Returned to manufacturer on 2/3/2021. Section h3. Device returned to manufacturer: yes. Device evaluation: the complaint lens was received in the original lens case. The original folding carton, patient stickers, patient ID card, and implant notification card were received as well. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half (but not separated), which is consistent with a lens that was handled during removal and replacement. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed and no product deficiency could be identified. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: product evaluation was not performed, because the product has not been returned. If product is received after initial closure, the ir and complaint file (if necessary) may be re-opened to complete the return investigation. The complaint issue reported, could not be verified. And no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed, no other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. Attempt has been made to obtain additional information; however, no further information has been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient's capsule torn upon insertion of a tecnis monofocal interocular lens (iol). The surgeon removed and replaced the lens with a non-johnson and johnson anterior lens during the initial procedure. There was no additional surgical intervention performed. Patient outcome was not provided. No further information provided.